Manufacturer narrative:
B5: additional information received via email and attached on 18-nov-2021: event history log received. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the product was not returned for investigation. An evaluation of the event history log was performed and it revealed that the pump functioned properly. The complaint was not confirmed. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during use of this smiths medical cadd solis vip pumps, under infusion was noticed. It was reported that during medication bag change, and the bags was full. Reported that the residual volume was 0.7ml, and the residual pump volume was reset to 300ml at 5:45pm per event log (event was called in at 7:40pm). It was reported that the pump was delivering a dose at the proper times of 11pm-7am-3pm, but the dose volume delivered was 22.9/23ml not the 91.9ml that it was set to deliver. The pump settings were programmed correctly to deliver 91.9ml for each dose. No patient injury reported.